Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump showed error as no motor movement or negligible movement. Retries to free a stuck motor failed. Customer states that insulin pump was fell on floor and got bumped. Customer stated that insulin pump had crack at the back of it. Customer performed displacement test and did not pass. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement or retries to free a stuck motor failed alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement, retries to free a stuck motor failed alarm. Device received with cracked case on the back at the battery tube area.